Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the ECG cable assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) was not reading the ECG properly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.